Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported patient is experiencing anterior thigh pain 4 months postop. On cane due to pain.

Manufacturer narrative:
An event regarding pain involving an unknown accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: "I have seen the info for this patient with thigh pain at 4-months post implantation of an accolade-ii stem with trident cup. The x-rays confirm an adequate implantation of components in stable implantation conditions and without obvious problems regarding fixation or position. Thigh pain is usually associated with stem issues and not the cup that more often would cause groin pain. There is a hint of cortical hypertrophy lateral distal of the stem but this was already present at time of implantation and thus not relevant at this time unless progressive in the future. Four months is a bit early to detect relevant changes on x-ray. These lag usually a few months behind reality and given the absence of clear pathology in the current information I would recommend, similar to the surgeon, a wait-and-see attitude to monitor for any relevant changes. This case cannot be solved with the current information but when new information would become present in the near future, the case can be revisited and updated." -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: a review of the provided x-rays by a clinical consultant concluded " this case cannot be solved with the current information but when new information would become present in the near future, the case can be revisited and updated. Further information such as patient demographics, primary & revision operative reports, past/clinical medical history, and examination of explanted components are needed to investigate this event further." If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported patient is experiencing anterior thigh pain 4 months postop. On cane due to pain.